Manufacturer narrative:
The fse found that the latron primer was failing while running the control. The fse replaced the bsv (blood sampling valve) assembly to fix the instrument. The repairs were verified per established service procedures. (B)(4).

Event description:
A field service engineer (fse) reported that the latron primer was out of range on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.